Manufacturer narrative:
Heartsine evaluated the customer's device and was able to duplicate the reported issue. The cause of the issue was attributed to corrosion bridging between tracks 13 (on_button) and 14 (key3_button) of the membrane tail, which had led to a partial short between these lines, resulting in multiple manual power ons of 10-minute duration in the history log. This had led to the depletion of the returned pad-pak. The corrosion on the membrane tail alongside the corrosion observed on the screws, speaker and membrane tail would indicate that the device had been stored outside the indicated conditions. The customer received a replacement device and the customer's device was scrapped by heartsine.

Event description:
A customer contacted heartsine to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted heartsine to report that their device would not power on. There was no report of patient use associated with the reported event.